Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display and cosmetic damage was unspecified found on (B)(6) 2022. Pump received with partial display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and missing segments. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: bleeding screen, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and broken belt clip rails. Partial display were confirmed during analysis due to cracked lcd glass. Cosmetic damage confirmed at the keypad overlay and belt clip rails. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a blank display. Customer fall afternoon and fall on top of the insulin pump and now the insulin pump was not working. Insulin pump screen shows a faded out gray whitish screen right now. No harm requiring medical intervention was reported. Troubleshooting was performed and advised to insert a new battery the display did not return after the pump restart. The customer will discontinue using the device; however, the insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.